Event description:
It was reported by the customer that the device ac main light was not illuminated and the device was alarming with the ac loss alert tone. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
(B) (4). Physio-control continues to investigate the reported failure, and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.